Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse in the room also said a capio bullet broke free from a capio suture during a case last week. The patient's condition is unknown at this time.